Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ", the catheter was inserted into the patient. After 1 day of treatment, the pump alarm helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Returned with the sample was sup-plied 40cc inflation driveline tubing; dried blood was noted within the returned inflation driveline tub-ing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measure-ments ranging from 0.0072in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lum en. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of four (4) leak sites consistent with contact from a sharp object on the iabc bladder. One leak site was located at approximately 11.1cm, one at 12cm, and two around the circumference of the bladder at approximately 26.3cm from the iabc dis-tal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 40.3cm from the iabc distal tip, which is the location of the previously noted clotted central lumen. Some blood noted on the guide-wire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 44.6cm from the iabc luer, which is the location of the previously noted clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint that "blood was found" is confirmed. During the investigation, four punctures consistent with contact from a sharp object, were found on the iabc bladder, which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be moni-tored for any developing trends.

Event description:
It was reported ", the catheter was inserted into the patient. After 1 day of treatment, the pump alarm helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported ", the catheter was inserted into the patient. After 1 day of treatment, the pump alarm helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. The catheter was immediately removed". Additional information states the iab catheter was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".